Event description:
New information received notes the recommended programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular oversensing episodes were noted via merlin transmission. Upon review, it was noted that the episodes were being caused by double counting a wide qrs or what appeared to be a physiologic event. Recommended programming changes were discussed. The patient was asymptomatic.